Manufacturer narrative:
(B)(4). The patient had passed away on (B)(6) 2012 after experiencing a heart attack. The official cause of death was unknown. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the incident. The device passed both the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The pal evaluated the device and no failures or malfunctions were identified that could have caused or contributed to the home patient passing away. No allegation was made against any baxter product. The device was being returned due to the home patient passing away and no longer needing the device. A device history review revealed no issues that could have caused or contributed to the patient passing away. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. The issue with regards to the device was not confirmed. The assignable cause was undetermined.

Event description:
Baxter corporate product surveillance received notification from the home patient's (hp) spouse that the hp passed away. Follow-up information was obtained from the hp's wife stating that the patient passed away on (B)(6) 2012 after experiencing a heart attack. The official cause of death was unknown. An autopsy was not performed. It is unknown if the hp was on peritoneal dialysis therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.